Event description:
Report from nursing staff: nurse was standing by vent when it went into failure mode. Patient did not seem to be getting any gas to breathe. Patient was removed from vent and attached to CPAP bag which let her breathe spontaneously. The vent then was removed from service. The baby was doing well enough to be extubated to a nasal cannula.same event, report from another staff member: rrt (rapid response team) responded to a high priority avea alarm, "vent inop" and assessed that the patient was not being ventilated. He immediately disconnected the ventilator and initiated bag mask ventilation. Rn, nnp, and md were called. The baby was extubated and placed on a different modality. The ventilator was taken out of the room and sequestered until biomed evaluated the machine and returned it to the main campus for further evaluation.gas delivery engine (gde) replaced.======================manufacturer response for avea ventilator, avea (per site reporter).======================called carefusion tech support. Informed him of error codes. Issue could be either gde or uim.installed known good uim for troubleshooting. Issue still remains. Placing order for gde.